Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2022 the user was taken to the clinic as the family reported that he fell down on his head. The user will undergo a CT scan.

Manufacturer narrative:
Overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
On (B)(6) 2022 the user was taken to the clinic as the family reported that he fell down hitting his head. The audiologist reported that the child came with a wound and swelling on the head. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
On (B)(6) 2022 the user was taken to the clinic as the family reported that he fell down hitting his head. Re-implantation is considered.